Event description:
A patient was scheduled to receive an IV infusion. A 1000 ml normal saline (ns) IV bag (manufacturer: braun, lot #j5e813) was prepared. The clinician spiked the IV bag correctly using the appropriate IV tubing (manufacturer: truecare biomedix, lot #10166303). During insertion of the tubing spike into the IV port, the tip of the spike broke off and fell into the IV bag, leaving the broken piece floating in the solution. The remainder of the tubing remained securely connected to the IV port, and no leakage occurred. Patient is a healthy 21-year-old male that was receiving a vitamin infusion for active covid diagnosis.